Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation with the results. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer. (B)(4).

Event description:
Surgeon placed the plate and screw and final tightened. When moving on to close, he noticed a small shaving of metal from the area where the screw and plate fit together. The small piece of metal was removed. The surgeon felt the screws were significantly tightened and proceeded to close.